Event description:
It was reported that the ilet device exhibited screen delamination consistent with a hardware issue, and education and troubleshooting were completed prior to arranging a replacement. Symptoms included no reported alerts or alarms. Outcomes included no reported clinical impact. Investigation included customer troubleshooting and education. Investigation of this case revealed a delaminated display screen consistent with a device component integrity issue. It was concluded, based on previously established findings for similar reports, that the cause was material or manufacturing-related degradation of the screen assembly.